Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On may 20, 2026, senseonics was made aware of a user's hyperglycemic event. The user reported discrepancies between sensor glucose (sg) readings and fingerstick blood glucose (bg) values. At 6:44 am cst, sg was 123 mg/dl while bg measured 258 mg/dl, and at 8:58 am cst, sg was 168 mg/dl while bg was 324 mg/dl. No high glucose alert was triggered by the system because the sg values did not exceed the user-configured alert threshold. The user did not seek medical treatment and managed the condition independently with insulin. The healthcare provider was informed, and the user was advised to continue verifying glucose levels with a fingerstick meter when symptoms do not align with sensor readings and to follow provider guidance. Data management system (dms) review confirmed the reported values and indicated that the user is currently using the system with up-to-date information.